Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted in 2.8 years. The ventricular leads had high thresholds that were due to patient condition. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: (B)(4), the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. 4196 implantable pacing lead 2010 (B)(6). (B)(4).